Event description:
As reported through a fred china clinical study. Following immediate postoperative imaging of a left mca un-ruptured saccular aneurysm treated with a fred device. The fred was reported to not open well. Thrombus developed and a guidewire was used for treatment however, dissection or perforation occurred. A balloon catheter was used to seal the bleed. The fred fully covered the aneurysm neck with good wall apposition. The procedure was reported to be successful.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis nor were any images/media provided for review; therefore, the alleged product issue cannot be verified. The device remains within the patient. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The alleged product issue cannot be confirmed at this time. If additional information is received a supplemental MDR report will be provided. The instructions for use (IFU) identifies thrombus as a potential complication associated with the use of the device.